Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 with unknown blood glucose level. The customer was experienced high blood glucose level of 300 mg/dl. The customer was treated with insulin drip in the hospital. Customer using insulin pump within 48 hours of high blood glucose of event. It was reported that customer experienced symptoms of high blood glucose level such as nausea. Customer reported that insulin pump was not on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using carelink. Device had scratched display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).